Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported atrial fibrillation could not be determined. Additionally, reported atrial fibrillation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The patients age and weight are from the procedure date. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018, a mitraclip procedure was performed treating functional mitral regurgitation (mr) grade 3+. The patient presented with mitral annular calcification and mitral leaflet tethering. Two clips were implanted without an issue reported, reducing the mr to grade 1+. On (B)(6) 2019, the patient developed paroxysmal atrial fibrillation. The patient was hospitalized and defibrillation was performed. The event resolved and the patient was discharged from the hospital. Per physician, the atrial fibrillation is unknown if related to the implanted clips. On (B)(6) 2020, worsening heart failure was diagnosed. Treatment included hospitalization, rest, oxygen, and medications. Per physician, the worsening heart failure was related to excess salt intake and was unrelated to the mitraclip device. On (B)(6) 2020 and on (B)(6) 2020, the patient was hospitalized for atrial fibrillation and worsening heart failure. Medications and intravenous diuretics were provided as treatment. The relationship between the atrial fibrillation to the mitraclip remains unknown. The worsening heart failure was due to tachycardia and not related to the implanted clips. The mitraclips remained stable and well seated on the leaflets with no malfunction reported. No additional information was provided regarding this issue.